Event description:
Boston scientific received information that that this patient was scheduled for an ablation procedure. Their left ventricular (lv) lead had exhibited a loss of capture, impedances greater than 2000 ohms and thresholds greater than 5.0v in lv ring electrode configurations. Impedances of 472 ohms and thresholds of 2.2v in rv-ring to lv-tip configuration. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead remains in-service as reprogramming was done as reported by the field representative. This investigation will be updated should further information be provided.